Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that during the surgery on (B)(6) 2013 the headless compression screw 3.0 was used for a talus fracture case. It was reported that one guidewire was inserted. But re-insertion was needed for positioning adjustment. So the surgeon tried to remove the guide wire, but the tip of it (about 2mm) broke and remained in the patient body. The surgeon used the guidewire in an oscillation mode, concerning about soft tissue involvement. It was further reported that one of two cannulated drill bits was found to be broken at the tip before surgery, so wasn¿t used. The other touched the headless compression screw and broke at the tip. The broken tip (about 3mm) remained in the patient. The prolongation of the surgery was about 20 minutes. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. (B)(4). Placeholder.

Manufacturer narrative:
The visual inspection performed on 1/31/2014 of the returned k-wire by the complaint handling unit revealed the tip of the k-wire was broken at the side of the thread. The wire guide was bent at the middle of the part. The complaint condition is likely the result of an overload of the k- wire with torsion force (power tool). No product fault could be detected. Incorrectly reported as an adverse event. This event was reviewed on 2/10/2014 and determined to meet the definition of a product malfunction.